Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the procedure was completed by using another device. A philips field service engineer (fse) inspected the system onsite and confirmed that the device could not expose. Review of the system log file showed that frontal ip-pc power supply 1 has failed and post "frontal ip-pc image disk¿ error. During troubleshooting, the fse confirmed issues with the ippc. The fse bypassed hdd bay and replaced the ippc. The ippc returned for further analysis. The analysis confirmed the malfunction of the ippc and identified that the failed component was mainboard, and the cause of the failure was physically damaged cmos battery slot. Following the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.